Manufacturer narrative:
(B)(4). Investigation is in progress.

Event description:
On (B)(6) 2014 (46 days post-procedure), the patient was hospitalized with acute mid-scapular back pain. The patient had a known type I endoleak and poorly controlled blood pressure. A repeat CT scan showed a patent, intact endograft with a proximal type I endoleak. Due to a persistent proximal type I endoleak, pseudoaneurysm, and retrograde aortic dissection, the patient underwent a two-stage secondary intervention. On (B)(6) 2014 (112 days post-procedure), the patient underwent a right-to-left carotid-to-carotid bypass and left carotid-to-subclavian bypass. On (B)(6) 2014 (119 days post-procedure), an additional stent graft was placed just distal to the innominate artery. No information is available regarding the device that was placed during the secondary intervention. The secondary intervention was deemed successful with a resulting type 2 endoleak. No other adverse events have been reported for this patient.